Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received with approximately 100ml of fluid in the bladder. Upon receipt, visual inspection of the sample showed no signs of occlusion or blockage such as "air" in the tubing that could have caused the reported problem. After the luer cap was removed from the distal luer, evidence of flow was immediately observed at the distal luer. Flow continued without stopping. No signs of flow difficulties were observed from the sample during the functional test. The sample performed per specification. Additional information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow of unknown solution was observed in a large volume infusor. The reported condition occurred during filling. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.